Manufacturer narrative:
The customer's calibration and qc recovery information was requested, but not provided. The field service engineer found (fse) aspiration issues. Fse replaced diluent valve packing on ise1 and performed adjustments and cleanings. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for multiple patient samples from the cobas 8000 cobas ise module. Data was provided for one patient sample. The original result was 133 mmol/l and the repeat result was 142 mmol/l. The questionable result was reported outside of the laboratory and was questioned by the physician. The electrode lot number and expiration date were requested but were not provided.